Manufacturer narrative:
Syringe: there have been no additional complaints reported against the finish goods lot and the device history record shows the product was released per specifications. The supplier¿s lot search found no other customer complaints for this syringe lot. The customer did not retain a sample for this complaint report; visual inspection could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The supplier visually inspected five samples of the same lot number as this complaint, no abnormality on the head such as cracks, deformation, or attachment of foreign material that may lead to the connecting issue was found. The supplier¿s stocked cannula was attached on the syringes and no loose or abnormalities were confirmed. Formations of the syringes were measured according to (B)(4) industry standard (jis) specifications by specification gage and it was within specification. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. The supplier also completed an investigation of their stock and found no defects. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Custom pak manufacturing management has been made aware of this complaint through the consumer affairs review meeting. Cannula: no sample has been returned for evaluation for the report of joining defect; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the hydro-cannula would occasionally come off the syringe due to water pressure during a cataract procedure. The surgeon indicated the loosening was not caused by clogging. There was no harm to the patient. The samples are not available. No additional information is expected.